Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation documents received; patient underwent a revision to address elevated metal ions and pain.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) used to capture the blood heavy metal increased and surgical intervention. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
After review of medical records, patient was revised to address failed left total hip replacement. The patient had a slight left hip discomfort and used a cane for balance.

Event description:
In addition to what was reported, patient was experiencing discomfort and a positive pedestal sign. However, during revision, it was confirmed that the femoral component was well fixed.

Manufacturer narrative:
Litigation papers allege implant failure, elevated metal ion levels, permanent injuries and pain. Comment: due to litigation discussing the issues of metal-on-metal, we are currently reporting the acetabular cup and femoral head. Should we receive additional information, we will update accordingly. Update - 08/04/2016 supplemental information received; patient underwent a revision on (B)(6) 2016. Unk stem and sleeve added to the complaint. Complaint returned to investigation. This complaint was updated on: 08/25/2016 update 09/20/2016 supplemental information received. There is no new additional information that would affect the existing MDR decision or the investigation. This complaint was updated on: 10/04/2016 update nov 22, 2017: pfs and medical records received. After review of medical records for the MDR reportability, in addition to what was reported, patient was experiencing discomfort and a positive pedestal sign. However, during revision, it was confirmed that the femoral component was well fixed. Added product and lot numbers. This complaint was updated on nov 23, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.